Manufacturer narrative:
Part of the same system: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014. Product type lead.

Event description:
The manufacturer representative (rep) reported that there was a lack of paresthesia left side with some uncomfortable stim sporadically. There was an impedance check, 0-7 impedances over 10,000 ohms, and the physician decided to revise the lead. A surgical intervention was planned, but not scheduled. The patient was not aware of any issues as to what happened to the products relevant to this event. It was also noted that the health care professional (hcp) did not have further information for the manufacturer. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.